Event description:
This is filed for single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. The valve was horizontal due to chronic atrial fibrillation and the left atrium was severely dilated. There was a coaptation gap of 1cm. The transseptal puncture was challenging and took over 30 minutes. The transseptal puncture was 6cm above the valve. Every attempt at the transseptal puncture was either too anterior or posterior due to the bulging fossa. The p knob was used to lose height and steer down to the valve. The plus knob was needed due to the aorta hugging position. There was difficulty confirming anterior leaflet insertion due to shadowing from the steerable guide catheter (sgc). After over 2 hours the first clip was placed and mr was reduced. The v wave was brought from 51 to 15mmhg. There was still mr lateral so a second clip was attempted to be placed. When attempting to place the second clip the trajectory was suboptimal to the valve. It was a very medial dive only using the p knob and still an aorta hugger. During grasping, the clip became stuck under the anterior medial leaflet (aml) due to thick chord. Eventually the clip was able to be freed from the chord. Grasping was performed again. The physician felt the echocardiogram showed good leaflet insertion. The clip was deployed and moved on the fluoroscopy image but appeared stable on the echocardiogram. After further inspection it was found there was a single leaflet device attachment (slda). The clip was only secure on the posterior medial leaflet (pml). Two clips total were implanted and mr was reduced to 2. It was decided the result was satisfactory enough not to place another clip. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient anatomical conditions (horizontal valve/horizontal coaptation and large coaptation gap) and procedural circumstances associated with difficulty visualizing the anterior leaflet (image resolution poor). The image resolution poor was related to procedural circumstances as difficulty was reported with imaging due to shadowing by the guide. The difficult or delayed positioning associated with anatomy and grasping the leaflets was related to the patient conditions. There is no indication of a product issue with respect to manufacture, design or labeling.